Manufacturer narrative:
The customer's report of a leak and hole on the pump segment near upper fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a small hole in the silicone tubing below the set's upper fitment retainer ring. A gouge/crush mark was observed on the set¿s upper fitment just above the hole in the tubing. No other abnormalities were observed. Functional and pressure testing confirmed drops of water to be flowing out of the location of the hole in the silicone segment. The cause of the leak was due to the small hole in the pump segment silicone tubing near the upper fitment. The root cause of the hole could not be determined.

Event description:
It was reported the rn noticed a hole on the pump segment near the upper fitment of the IV tubing that caused a leak. It is unknown if this event occurred during infusion or priming. The customer provided a photo of the tubing. Although requested, there is no additional patient or event information available.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the nurse noticed a hole on the pump segment near upper fitment of the IV tubing that caused leak. It was not known if the event occurred during infusion or priming. The customer provided photo of the tubing.